Manufacturer narrative:
The insulin pump passed displacement test. An rf pic failed self-test alarmed during pump self-test and no communication with bayer meter due to faulty on rf board. Moisture damage on all electronic assemblies was noted. The pump was received with corrosion on motor housing, no corrosion on motor home switch, minor scratches on lcd window, cracked reservoir tube lip and scratches on reservoir tube window.(B)(4)

Event description:
The customer reported via phone call of an rf pic failed self-test from the insulin pump. The customer's blood glucose reading was 266mg/dl. The customer stated that the pump will not receive readings from the meter. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.